Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 11-may-2013, UDI#: (B)(4). Product ID: 7482a40, serial/lot #: (B)(4), ubd: 09-mar-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was admitted to the hospital with exposed deep brain stimulation (dbs) extension wires on the left side of the neck. The physician removed the left lead, left extension, and left implantable neurostimulator (ins) due to possible infection. The issue was resolved and the consumer refused return.